Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, it was noted the finishing on the trial tibial bearing flaked and fell into the patient. The fragments were removed from the patient.